Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the button had to press more than once. The customer's blood glucose value was unknown. The insulin pump rejected new batteries, had unusual grinding noise during rewind and had to rewind more than once. The insulin pump did not give low reservoir warning. The insulin pump will not be returned for analysis.